Event description:
Plugged in feeding pump - received electrical shock - nurse fell and hit the crib. Injuries = muscle tremors to right arm and large bruise on right side. Employee went to ER at local hospital - was treated and released. Maintenance called to check outlet - all outlets safe for use. Determined to be faulty charger on feeding pump.